Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed scale and bed exit are not working. No patient involvement or adverse consequences are reported.